Event description:
This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique, fever, and peritonitis coincident with dianeal therapy. On an unreported date the patient experienced break in aseptic technique further described as re-used equipment. On an unreported date, the patient experienced a fever. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was hospitalized for peritonitis. The cause of the peritonitis was a break in aseptic technique. The patient was treated with vancomycin, ciprofloxacin, and amikacin (doses, frequencies, and routes not reported) for the peritonitis. On (B)(6) 2012, the patient started retraining on proper aseptic technique. The outcome of the peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint is for a report of a use error - reuse of single-use product, where the home patient's nurse stated that the home patient re-used disposable products. This complaint is confirmed because re-use of single use supplies was reported by the nurse and is a use error that can cause contamination. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - reuse of single-use product. If additional information becomes available, a follow up report will be submitted.